Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken video cable unit could not be determined. It is possible that the broken video cable unit was caused by the cable pins being too small for shield cables which may have cause the soldering points to be too weak to withstand the forces within the cable, sealing compound not sealing the soldering joints adequately, leading the bare cable contacts against steam, or obsolete manufacturing processes that led to premature damage to the soldering joints. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of optics that turns away, that was found during preparation for use. No procedure was involved. During the evaluation, a purple-colored image defect was found due to a broken video cable unit. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a purple-colored image defect due to a broken video cable. Furthermore, the following additional issue was identified during inspection: the magnet ring of the control section is broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.